Manufacturer narrative:
Hill-rom technical support performed troubleshooting over the phone with the account. They advised the account to replace the emergency stop button and reset the parameter of the lift. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The account will replace the emergency stop button and reset the parameter of the lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift was fully functional, but the wrench light would illuminate momentarily when any button was pushed on the hand control or the control box. The emergency stop button was missing. The lift was located in the bio med department at the account. There was no patient/user injury reported. This complaint was filed in our complaint handling system as complaint #(B)(4).